Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the buttons on the insulin pump have a delayed response and sometimes no response at all. The customer was trying to program a bolus when she noticed the keypad issue. Blood glucose value was 380 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.